Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. One opened probe was received for evaluation. The returned sample was visually inspected and found non-conforming with white foreign material on the probe needle and the engine assembly cracked. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for aspiration and cut and was non-conforming for actuation. During testing it was also noted that air could be felt coming out of the crack observed in the engine assembly. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and a couple other locations along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate in two of the four testing modes. The evaluation indicated that the probe had an actuation failure. An exact root cause of the observed actuation failure could not be determined from the evaluation performed. The most likely root cause for the actuation failure is the crack observed in the engine assembly. A crack in the engine assembly could release air that is being pushed through the probe, affecting the movement of the inner cutter. A wear evaluation of the returned probe determined that the probe was used for some time in surgery, therefore, how and when the engine became cracked cannot be determined from this evaluation. The most likely contributing factor is that this was a stress crack in the molded component caused by part ejection from the mold prior to the annealing of the molded component. Stress cracks have the potential to worsen over time, therefore, this crack could have manifested after manufacturing related activities and testing were complete. A secondary contributing factor to the cracked engine is handling at any point after the probe was shipped from the manufacturing site. Although the returned sample was able to perform the cutting function during evaluation, the cracked engine could have contributed to the reported cut failure seen by the customer. No specific action with regard to this complaint was taken by the manufacturing site because an exact root cause of the observed actuation failure could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. In addition, all engine assemblies are 100% leak tested after assembly on the automated engine assembly machine. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required the manufacturer internal reference number is: (B)(4)..

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe did not cut. The condition of aspiration is unknown. Another vitrectomy probe was used. The patient was not at risk.